Event description:
It was reported while using bd vacutainer® no additive (z) plus tubes, an unspecified number of tubes had loose caps and leaked. Samples were recollected. There was no other health impact or consequences reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® no additive (z) plus tubes, an unspecified number of tubes had loose caps and leaked. Samples were recollected. There was no other health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd received 1 photo for investigation, which shows a shelf pack of tubes but does not indicate the reported failure mode. A total of 100 retained samples were visually inspected, all with the closure correctly assembled and placed on the tubes, and no cocked stoppers were identified. Additionally, functional tests were conducted on 10 retained samples, with all weights being within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: stopper creepout. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.